Manufacturer narrative:
Updated data: b4, g3, g6, h2, h3, h6, h10. Device analysis conclusion: the guide wire was received at csi for analysis. Visual examination revealed a fracture at the distal end of the guide wire core shaft. The fractured spring tip section was not returned for analysis. There was no other damage observed with the guide wire. The fractured section was sent for scanning electron microscopy (sem) analysis. The sem analysis showed the guidewire fractured due to ductile torsional damage. It is hypothesized that the spinning driveshaft contacted the spring tip, thereby causing the fracture. This is confirmed by details reported to csi. The diamondback 360® coronary orbital atherectomy system instructions for use manual states, "do not come within 5 mm of the proximal end of the viperwire® guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the device analysis investigation, the reported spring tip fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4)

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Wire access was inadvertently lost following placement of the viperwire guide wire in the right coronary artery and advancement of the oad. The user attempted to reposition the wire using glideassist. The guide wire was advanced into a small side branch. The spring tip fractured when the user attempted to pull the wire back; the tip of the oad had come into contact with the guide wire spring tip. The oad was then removed, and the procedure was continued with a second viperwire. A stent was deployed over the fragment, which remained in vivo in a collateral vessel.